Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of the lead, the implant operator noticed resistance and was no longer able to advance the competitor guidewire. The maneuvers were retested with another guidewire, and the problem was corrected. Ultimately, the lead was not implanted, because the choice of target vein necessitated the selection of a new lead of a different design. No patient complications have been reported as a result of this event.